Event description:
It was reported that "screw has backed out of the dynatran plate. The case was done on (B)(6) 2011. It was a 2 level procedure at c4-c5-c6 done on a female. Her bone quality was average and we used 6 fixed self tapping screws 12 mm in length. The bottom left screw has backed out about 1.5-2 mm. We used a 28 mm dynatran plate. He noticed the screw backing out in (B)(6) 2011 and no revision surgery has been scheduled."

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.